Event description:
On (B)(6) 2012, two nurses had huber needle sets that they were unable to pull the wings up to engage the safety mechanisms after the infusions were completed. This same problem was found three more times earlier that week with the same lot of product.

Manufacturer narrative:
Note: the clinician reported five occurrences of this product problem on one product incident report. Please reference the mdrs listed below for the additional occurrences: 2245270-2012-00018, 0019, 00020, 00022. Failed samples were not returned to vygon us, but the clinician did return unopened samples from the same lot of huber sets. Vygon is using these unopened samples as well as information from the clinician to perform an investigation. A follow-up MDR will be sent within thirty days of the completion of the investigation to provide additional information.